Manufacturer narrative:
H6: investigation summary no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported while using an unspecified bd insulin syringe aspiration was difficult. There was no report of patient impact. The following information was provided by the initial reporter: the plunger is so hard to aspirate once there is liquid in the syringe?

Event description:
It was reported while using an unspecified bd insulin syringe aspiration was difficult. There was no report of patient impact. The following information was provided by the initial reporter: the plunger is so hard to aspirate once there is liquid in the syringe?

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. Initial reporter name and address: address information was not able to be obtained, therefore, nj was used as a place holder. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.